Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative recalibrated the temperature sensor on the patient tank and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The customer reported that an error code was displayed as soon as patient heating started but the customer did not recall the exact error code. During service activity for this complaint the technician found an error code associated to the stirrer motor (a separated report has been submitted for this issue) and no other error occurred. However, it cannot be confirmed if the error experienced by the customer was due to the stirrer motor or to the temperature sensors issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that displayed temperatures on a heater-cooler system 3t were off by about 1.5 degree celsius. There was no report of patient injury.

Manufacturer narrative:
H10: a device service history review has been performed and identified that the unit was manufactured in 2011 and no other similar events have been reported. Based on service activity findings and considering the manufacturing date of involved unit, it cannot be ruled out that reported failure was due to temperature sensor loosing its initial adjustment due to a calibration that reasonably drifted over time.

Event description:
See initial report.